Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have a chip on their upper front tooth. They also reported the retainers have caused severe jaw pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.